Event description:
A customer reported an issue with their pump's time settings being incorrect, with a discrepancy exceeding five minutes. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation for any recurring discrepancies, which the customer understood and acknowledged.